Manufacturer narrative:
The lot number was provided for the malfunctions; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 1808000 implantable port allegedly experienced a fluid leak. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.